Event description:
It was reported that during a da vinci-assisted procedure, the 8mm permanent cautery hook (pch) instrument had a cracked tip. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. Clevis does not show abrasions or scratches on the outer surface. There might be missing pieces from the proximal clevis, but the size of the missing pieces cannot be confirmed. Components adjacent to the broken clevis do not show damage. The complaint regarding a cracked tip was confirmed by failure analysis. The probable root cause is attributed to damage during use.